Manufacturer narrative:
A visual assessment of the returned device found no issue with the outer sheath. Functional evaluation revealed that when the handle was actuated to the extended position, only 3mm of the metal needle was visible extending out of the outer sheath. Device was disassembled and no issue was found with the inner sheath. Needle was present, properly bonded, and without issue. The condition of the returned incident was not consistent with the reported issue of needle punctured sheath. Visual assessment found no puncture or any other issue with the outer sheath. Therefore, the most probable root cause is ¿not confirmed.¿ the device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-02349 captures the first device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used in the colon during an injection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needles pierced through the side of the catheter. The procedure was completed with another of the same device. No damage with the devices or its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of needle pierces through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-02349 captures the first device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used in the colon during an injection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needles pierced through the side of the catheter. The procedure was completed with another of the same device. No damage with the devices or its packaging was noticed prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.